Event description:
The customer's father reported that the customer was treated by a medical professional due to high blood glucose. The reported blood glucose reading was 278 mg/dl. The customer's father reported that the cannula of two infusion sets came out of the customer's body bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.